Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A site representative reported that, while outside of a procedure, the x-stage cover and docking pins were damaged following the pins were missing during docking procedures. There was no patient present when this issue was identified. No additional information was provided.